Manufacturer narrative:
The entire length of the polymer section was visually inspected. It was observed that the distal tip was completely covered with polymer, properly coated and shiny. The guidewire presented a bend and a bump condition at 27 mm from the distal tip. Microscopic examination of the bump section showed evidence of a corrugated shape. The corrugated condition of the polymer suggests that the distal region of the guidewire was constrained during removal from the protected packaging hoop during preparation. In addition, at the proximal end of the polymer section, it was observed that approx 4 mm of the polymer overlapped the wire shaft towards the distal side (folded sock effect) exposing the core wire. No other damage or inconsistencies were noted to this guidewire during the analysis. A device history record review was performed and found to meet all requirements. The lot met all specs. This lot number has not been involved in any other complaints. The root cause of failure could not be determined with certainty. There is a high likelihood that the probable cause for the failure was related to handling factors since this occurred during preparation. It is possible that during removal of the guidewire from the packaging hoop, the device became hung up on the edge of the dispenser tube and been pulled against resistance. This would compromise the integrity of the polymer section, thereby causing the corrugated section and overlapped polymer observed at 27mm from the distal tip.

Event description:
Reportable based on analysis approved 08-may-2007. It was reported that during preparation for a percutaneous transluminal treatment procedure, the physician noted visible thickness on the distal part of the wire. The wire was not used in the pt.